Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: contra-indications: "do not inject juvéderm® volift¿ with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the infra orbital area (illegible) with juvéderm® volift¿ with lidocaine. Approximately seven weeks later patient developed inflammation and edema. Patient was prescribed optamox, decadrón, celestone, and triamcinolone. Symptoms are ongoing.